Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 169 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly, no damage in the keypad assembly noted, no button error alarm and no unlocked lcd keypad connector during our visual inspection. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.